Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc3737c182tu, serial/lot #: (B)(4), ubd: 14-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a thoracic aortic aneurysm of an unknown size. It was reported approximately 2 years post the index procedure follow-up CT demonstrated a type iii endoleak. The physician suspected the endoleak may be due to stent enlargement of the navion device. The stent graft was religned with a valiant captivia and the endoleak resolved. As per the physician the cause of the endoleak was due to failure of the navion device.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the film provided and the image highlights the reported stent ring enlargement; however, the type of endoleak and cause of the events could not be fully determined from the limited image. The anatomy at implant is unknown. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point was observed in the films provided; thereby, making determination of the endoleak difficult. Complete post implant CT's were not available for a thorough analysis of the event and stent graft in-vivo configuration. The endoleak appears most likely to have been a type iiib fabric endoleak. Fabric wear due to external abrasion from aortic calcification or from adjacent stent(s) abrading the bifurcate near the level of the flow divider are a potential root cause(s) but this could not be confirmed. A type iiia separation endoleak seems less likely as there appeared to be sufficient component overlap. B5; additional information received: it was reported that during corelab review of CT imaging , two areas of stent ring enlargements were identified on device model vnmc3434c182tu / (B)(6) : sre 1: +3.1 mm and sre 2: +1.3 mm. There was no endoleak or stent fracture observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.